Event description:
It was reported that the affected oxylog ventilator stopped during use and displayed the message "technical failure, device error". Staff were unable to perform the device test or advance beyond this screen. The error appears each time the device was turned on to perform a device test. No patient health consequences were reported.

Manufacturer narrative:
The investigation was based on the reported event and analysis of the enhanced information like logfile and email correspondence. Onsite a service technician examined the affected oxylog 3000plus with the serial no. (B)(6), manufactured in 03/2010 and confirmed the reported issue. The root cause was a defective control pcb. The device did behave according to the specified safety concept and generated an alarm. No patient health consequences have been reported. In case of a technical failure the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. The control pcb was replaced and the device was tested according to manufacturer specification without further deviations. This part usually does not need to be replaced during lifetime of the device, however in isolated cases it may need to be replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the affected oxylog ventilator stopped during use and displayed the message "technical failure, device error". Staff were unable to perform the device test or advance beyond this screen. The error appears each time the device was turned on to perform a device test. No patient health consequences were reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected oxylog ventilator stopped during use and displayed the message "technical failure, device error". Staff were unable to perform the device test or advance beyond this screen. The error appears each time the device was turned on to perform a device test. No patient health consequences were reported.